Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp was placed to support the percutaneous coronary intervention (pci) procedure. During the pci, once shockwave was utilized, placement signal not reliable alarm came on, and remained on for the remainder of the case. Flows remained about 3.7l throughout case. Pci was completed successfully with impella support. There was no patient harm.

Manufacturer narrative:
The investigation was completed. Optical sensor issue: the pump was not returned for investigation. Data logs show a psnr alarm with a spike to 3000 after 50 minutes of pump use. The snr and contrast dropped to 0, while the light, lamp and gain remained unchanged during the psnr event. The data log indicates a known pattern of a damaged sensor. According to the clinical details, the psnr issue occurred during shockwave initialization; however, the distance between the shockwave device and the pump optical sensor was unknown. The cause of the optical signal issue was most likely a damaged sensor due to shockwave device interaction, based on data log review and provided clinical details. Device history review was completed and passed all post sterile inspection checks.